Event description:
It was reported that during a left knee meniscus repair, the surgeon completed the case as a menisectomy. The reporter stated that the sliding knot for the repair kept loosening and would not hold tension on the repair. The implants were inserted correctly and the needles were removed. However, as the surgeon was letting go of the suture, and knot came loose. The surgeon went to cut, but the knot came undone and the suture fell through. The surgeon removed the implants. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for evaluation, but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available, and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely causes of this type of event are not following proper order of surgical steps as stated in the surgical technique guides, using too much force when tensioning the suture, or inadvertently nicking or cutting the suture around the knot area. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional relevant information is obtained, a follow up report will be submitted.